Event description:
It was reported that the 4-40 stud snapped off in the instrument. The customer used another handpiece and disposable to proceed with the case. There was no patient consequence.

Manufacturer narrative:
There was no sample received for analysis. The batch record was reviewed, and no anomalies were noted during the manufacturing process.